Event description:
It was reported that externalized conductors were observed via prophylactic screen. Patient was asymptomatic. No electrical anomalies were detected. Patient will continue routine follow ups with the physician.